Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the refill date was supposed to be (B)(6) when they were supposed to pull the old medication out and put new medication in but they didn¿t because patient was discharged. The pump alarm date was indicated to be (B)(6). Patient thinks that there¿s ¿something wrong with this pump because it¿s really not actually doing what it¿s supposed to be doing because patient is still hurting¿. It is not covering the pain, in the lower back and neck. Patient had visited a cardiologist on (B)(6) 2013, who then got in touch with another healthcare provider to have the pump removed. It was later reported that patient was originally discharged due to getting pain medications from other healthcare providers ¿double dipping¿. Another hcp was willing to wean patient off the drug and was to see patient on (B)(6) 2013 for the same. It was stated that patient hadn¿t patient hadn¿t been pleasurable to deal with, because of which they were having difficulties of finding someone to do the explant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later reported that the pump had been alarming critically for 4 months. The last refill was in (B)(6).

Event description:
Correction: it was noted that the patient was looking for a new doctor to manage the device. Additional information: patient continued to have concerns regarding device or therapy.

Event description:
It was reported that the patient had been vomiting for around an hour. The reporter stated that this could be from withdrawal as the pump may have been shut off by the managing physician. It was stated that the patient was supposed to have a refill on the day prior to report, but the physician pushed the date back 'another couple weeks.' It was noted that the managing physician had delayed the refill because the level of medication had been adjusted. It was stated that prior to the vomiting, the reporter felt that the pump was not working correctly as the patient was hardly getting any pain relief. It was also noted that the patient had received a letter of discharge from the managing physician since his 'pain condition may require further medical attention.' It was reported that the device system was infusing dilaudid and possibly more medications. Four days later, it was reported that the patient had gone through withdrawals and was in the hospital. It was stated that he had missed his refill. About one week later, it was reported that the patient's alarm would probably go off on the day after report. About a week after that, it was reported that the patient had been hurting a lot more every day. It was also noted that the patient's last refill should have been at the end of the prior month, though he had yet to be refilled. One the next day, it was reported that the pump was not alarming at the time of report. It was stated that when the patient was in the hospital for withdrawals, about a week prior to report, he was shot up with dilaudid and sent home.

Event description:
It was later reported that the pump was alarming and telemetry had not yet been performed. Troubleshooting was discussed. The patient noted he went to his hcp on (B)(6) 2013 to have the pump shut off because the hcp refused to refill it, at which time the patient stated, the pump had 2.0 ml of drug in it. The patient also noted, the hcp gave him a letter stating the pump was off. The patient stated the pump started to critical alarm after his hcp visit and he was assuming it was the low reservoir alarm. The patient was angry because, he was under the impression the pump was shut off. The patient noted having difficulty finding a new pump hcp to refill the pump and take him as a patient. It was recommended to the patient to try and get saline put in the pump until he could get a managing physician to help him. The patient indicated he would like to use his pump again. The pump was delivering dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
As of the date of this report, it was indicated that patient had not yet found a healthcare provider (hcp) for a refill and the pump continued to alarm (telemetry not performed). Patient was very upset and indicated that he wanted the pump filled back up or taken out. The pump alarm had been sounding for almost a year and it was annoying to the patient especially when trying to sleep. As reported previously patient had been through withdrawal after the alarm had first sounded, it was added that patient "got really sick for about a week". A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump had been alarming since (B)(6) of 2013 due to the patient not getting refilled from being dismissed by their health care provider (hcp). It was reported the pump was never filled since/ "does not have drug in it." It was later again reported there had been no drug in the pump since (B)(6) 2013. It was reported the patient had mentioned to the hcp about having muscle spasms in his back and jerking in his sleep at night. The hcp reportedly ignored him and the patient then got "profanity" that the hcp was ignoring him. Two days later was then the patient was dismissed. The patient was currently still trying to find another hcp but needed medical records and he had to reportedly threaten legal action for the old hcp to release his records. The hcp would not reportedly forward the records.